Event description:
Tibial insert revised due to wear.

Manufacturer narrative:
Conclusion statement: product worn due to fractured femoral component. Product was MFR and sold by another co, the assets of which were purchased by this co. Three contacts to user facility were made and documented requesting medwatch form. Info was not received.